Manufacturer narrative:
The hill-rom technician found the external buzzer needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit was working, but the alarm was not sounding. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).